Event description:
The patient called because they can't hear their bolus or alarm sounds anymore. Checked set-up and sound is turned on. Advised patient to replace batteries and change o ring. Replaced batteries and pump still has no sound for bolus or priming beeps. They primed successfully and bolus and basal history show correct amounts of insulin.